Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/29/2021. H6 component code: g07002 - no device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested, and the following was obtained: could you please confirm if the tip needle is still in the body's patient? If yes (B)(6) 2021 patient x-rayed could not find / (B)(6) 2021 ¿ x-ray taken, found in uterine muscle and removed. Are any plans in place to remove the needle piece in future? No. What is the surgeon's opinion of consequences to the patient? None. Was there any additional tissue damage as a result of searching for the needle piece? Not with (B)(6) 2021, but yes to (B)(6) 2021 case. What is the current condition of the patient? Fine.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the procedure date? The event date is the (B)(6) 2021. Was there any additional tissue damage as a result of searching for the needle piece? No further significant tissue damage was caused. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It mention fragments were generated, could you please confirm where did these fragments fell? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a caesarian section surgery on (B)(6) and suture was used. During the procedure, the needle snapped during closure of the womb. No adverse patient consequences were reported. Additional information was requested.